Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 3mg/ml at 0.7596mg/day and bupivacaine 6mg/ml at 1.5193mg/day. The lot numbers were unknown. The indication for use was spinal pain. They did not believe the ptm was working, as they saw a poor communication screen when trying to initiate a bolus dose. This issue had been occurring since (B)(6) 2015. The manufacturing representative was supposed to meet with the patient and hcp on (B)(6) 2016 for the patient's next refill appointment, but the hcp and patient did not want to wait that long, so they contacted the manufacturing representative on (B)(6) 2015. The patient was forgetful/dementia but coherent, so the hcp wanted to be certain to train the patient in hope they would remember how to utilize the ptm properly. On (B)(6) 2015, the manufacturing representative was supposed to meet with the hcp and patient, but the manufacturing representative never showed and never called to follow-up with the patient or hcp. The hcp wanted to resolve the ptm issue. The patient had a prescription for oxycodone as needed 10mg every 4 hours up to 5x a day. The patient knew they were not receiving bolus doses because of the pain. After obtaining new alkaline batteries for the ptm, the hcp still experienced the poor communication screen on the ptm when trying to initiate the bolus dose. There was no out of box failure reported. The patient received a new ptm and was still unable to communicate. She was unable to palpate the pump, so it potentially could be an issue with implant depth. The patient was complaining every day about how much pain she was in. Follow up was conducted regarding clarification on the pain, diagnostics performed related to the pain, and actions/interventions taken to resolve the pain. If additional information becomes available, the event will be updated.